Event description:
Discordant anti-thyroglobulin antibodies (atg) results were obtained on two patient samples on an immulite 2000 xpi analyzer. The atg results were not reported to the physician(s). The laboratory also obtained two discordant low anti-thyroid peroxidase (tpo) antibody (atpo) results, that were not reported and two discordant cortisol results on the same instrument. The cortisol results were reported to the physician(s). The repeat results were reported to the physician(s). There were no known reports of patient treatment being altered, delayed, or withheld due to the discordant atg, atpo and cortisol results. There were no known reports of adverse health consequences due to the discordant atg, atpo and cortisol results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse determined that the instrument was incorrectly configured by a siemens personnel during the installation of the customer's labcell. This in turn led to the immulite 2000 xpi instrument to pipett from the incorrect position. Position a was being pipetted when position c should have been pipetted and position c was being pipetted when position a should have been pipetted. The fse checked the sample load adjustment and confirmed the auto a position was physically the auto c position. The fse performed a validation test and confirmed the instrument was performing according to specification. Further evaluation of the device is not required.